Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic organ prolapse, cystocele, rectocele and voiding dysfunction with slowing. It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. It was reported that the patient underwent mesh revision on (B)(6) 2006. It was reported that the patient underwent mesh removal on (B)(6) 2013.